Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-s to treat isthmic spondylolisthesis. It was confirmed that both rods backed out at s approximately 5 months post op. A revision surgery is scheduled. No additional information is available at this time.

Manufacturer narrative:
Additional information: applicable images were returned for evaluation. Four lateral views of an l4-l5-s1 pedicle screw construct after tlif. All four films are taken in differing angles making construct movement difficult to ascertain. The final film on the right appears to show sliding of the s1 screws along the rods. This is verified by an increased interval between the s1 screw tulips and the cross link, as well as a loss of visualization of the rod tips below s1. The attempted measurement of the lordotic angle at l5/s1 is complicated and unreliable due to x-ray technique and the degree of degeneration within the l5/s1 disc space. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height and morphology of node deformation are atypical of fully seated rod. Node deformation height (@ center) significantly different than typical from bench tested samples. Rod witness marks on set screw suggests the rod may not have been fully seated in the saddle at final tightening. Incomplete seating of the rod can allow set screw back out and thus rod movement. Set screw rod interface node height and witness marks indicate rod may not have been completely seated at final tightening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.